Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case of the pc units needed to be replaced. Although requested, no additional information was provided.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action and replicated during the investigation on all but one of the returned samples. During external inspection, 9 of the 11 returned keypads were observed in good condition with no obvious issues observed. One (1) of the 11 returned keypads were observed with signs of fluid ingress and the remaining keypad was observed with a ripped flex cable. During internal inspection, 11 out of the 11 returned keypads were observed with broken traces and signs of fluid ingress near where the flex cable meets the circuit layer. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known.

Event description:
It was reported the front case of the pc units needed to be replaced. Although requested, no additional information was provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the front case of the pc units needed to be replaced. Although requested, no additional information was provided.